Manufacturer narrative:
(B)(4). Background: an unknown material was removed from a patient that most likely had occurred from a prior surgery. The unknown material was sent to the labin order to identify the composition of the object. The material was examined and photographed using an optical microscope and a small shaving of the object was removed with a razor blade. This piece was analyzed using an ftir spectrometer which can determine the composition of polymers. Summary: attached to the mass was a section of suture threads and several staples. The material was sliced with a razor and was relatively soft and pliable. The material was some type of fluorocarbon polymer (a teflon like substance). The only objects that are made from this material by ees are the clamp arm pads in the harmonic devices. The shape of the object is in the form of a folded sheet and not a solid object, indicating it could not have come from a clamp arm pad. It is unclear the source of the object.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported ...a short history regarding the patient at 1st operation, with disabling complaints of a corpus alienum (foreign body): anamnesis: uterus extirpation and rectopexie, unclearity regarding used technique 2009-(B)(6) semi-acute lap sigmoid resection with primary double-stapled anastomosis because of stenosing, chronic and active diverticulitis. [Cdh29, tsg45, tr45w, ace36 were used in this procedure (no lot numbers available)] 2009-(B)(6) hartmann's procedure because of anastomotic breakdown: at operation the cause of the anastomotic breakdown seemed tearing out of 2 staples. [Cs40g lot f4na9v was used in this procedure] 2009-(B)(6) relap because of persisting peritonitis and abschesses. 2 small bowel lesions were sutured as well as cleaning of the abdominal cavity 2010-(B)(6) stoma reversal with use of a circular stapler, side to side anastomosis, uncomplicated. [Cdh29, tlc55 were used in this procedure (no lot numbers available)] postoperative persistent rectal bleeding. 2010-(B)(6) and 2010-(B)(6) sigmoidoscopy's. Corpus alienum at the anastomosis side, protruding endoluminally progressively 2010-(B)(6) CT-scan: only staples visible. No corpus alienum, no abschesses. 2010-(B)(6) rigid rectoscopy and removal of corpus alienum 2010-(B)(6) rigid rectoscopy: no remnants of the corpus alienum. The opening where the corpus alienum had been removed bleeds easily, but is curing.